Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the rod remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It could not be confirmed if the subject screw was completely locked, as the devices were not returned for evaluation. It is possible that the rod pulled out of the screw due to overwhelming lever forces at the end of the construct. Supplemental hardware was implanted posteriorly in a revision surgery, and the existing construct was left intact.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a rod slipped. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00172).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be) returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 08.25.2017 it was reported to k2m, inc. That a rod slipped. Revision surgery took place (B)(6) 2017.